Event description:
The patient reported that there was a device site infection. The device was explanted and discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.